Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed "fo sensor module failure". The arterial waveform and pressure indices were still on the pump. The iabp was swapped to continue therapy and the pump was taken to the biomed. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a

Manufacturer narrative:
Updated fields: b1, b4, d4 (catalog#), g4, g7, h2, h10

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found no errors in the system regarding the fiber optics and no issues while testing. The fse then performed a pm, a full calibration, and tested the unit. The fse determined that the unit does not meet manufactures specs because it is due for batteries, and the batteries are on back order. Therefore the iabp is not released for use.

Event description:
N/a.